Event description:
Needle shaft detached from the needle hub.

Manufacturer narrative:
Evaluation summary: the condition reported has been confirmed based on the single used device returned. This incident appears to be the result of an insufficient amount of adhesive within the needle well that secures the cannula inside the hub. The epoxy fill process has been designed to insure that the occurence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the proces is in control. Scheduled audits for visual and security of assembly insure the quality of the operation. A visual instruction on the proper set up of the applicator has been developed. This standardize the process between lines and shifts. Implemented a monthly preventative maintenance for the applicator. Installed positioning brackets for the existing sensor on each line. Increased needle pull in-process testing has been implemented. Analysis of complaint data for disposable hypodermic needles over the past two years reveals that this type of condition is reported at a rate of less than one in ten million units shipped.